Manufacturer narrative:
The blower assembly has been returned to the v60 vent manufacturing facility for evaluation. Visual inspection revealed no evidence of damage or contamination. The blower assembly was installed in a test ventilator in an attempt to duplicate the reported problem. The blower assembly was tested and no failures were identified. The root cause for the customer's reported experience of airflow inoperative alarm occurred and unit became inoperative could not be determined.

Manufacturer narrative:
Device evaluation: the unit was received at the international service center. The technician confirmed the reported issue. Resolution and disposition: blower assembly was replaced. The blower assembly has been returned to the v60 vent manufacturing facility for evaluation. Evaluation is anticipated, but not yet began.

Event description:
The international customer reported that airflow inoperative alarm occurred and unit became inoperative. Then the unit was restarted and operated well. Unit was replaced with alternative v60. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.